Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Investigational inputs were requested as indicated per internal procedures for this failure mode. Visual examination of the provided x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "acetabular revision with bone graft and cementless cup" written by sergio rudelli, md, emerson honda, md, sergio p. Viriato, md, gianmarco libano, md, and leonardo f. Leite, md published by the journal of arthroplasty vol. 24 no. 3 2009 was reviewed for MDR reportability. The article reports on 42 patients with 43 cementless acetabular revisions. Depuy aml femoral and acetabular components were implanted during revisions in 9 of the 42 patients. One patient had a femoral stem loosening and required revision using cemented prosthesis and bone grafts while maintaining the acetabulum since it was stable. The article reports of 5 total re-revisions of the acetabular side but no information on specific related products but given reasons are acetabular cup migration and poly liner wear. All other adverse events were identified and associated with non depuy products. The article also reports deaths amongst the study list were non-related. Radiographs are provided within the article but they are associated with patients with non depuy products by cross referencing to table 1 with listed patient identifiers but no specific adverse events related to the patients.